Event description:
Surgeon was doing a colostomy takedown using 29mm proximate ils lot # g4rl75. Surgeon was up in the abdomen setting the ils tip/instruments while physician's assistant was doing the instrumentation down the rectum. The instrument was engaged and deployed correctly per the physician's assistant and was successfully removed from the rectum. After removal of the instrument the surgeon noticed that the anastomosis was not complete. A second surgeon was consulted. A diverting ileostomy had to be performed to allow injury to the rectum to heal before attempting another surgical anastomosis (another 6 weeks).health professional's impression: a doughnut may have been missing from the device. However, awaiting manufacturer's review and opinion.manufacturer response for stapler, surgical, proximate ils: when device is available after pathology review, rep will come out to examine it.